Manufacturer narrative:
The report of driveline disconnect alarms and pump stoppages were confirmed per the evaluation of the submitted system controller log file; however, the cause of these events could not be conclusively determined. The log file captured driveline disconnect alarms, low speed operations and pump stops between (B)(4) 2016 at 22:41 to (B)(4) 2016 at 2:00. These events occurred while the system was on the mobile power unit. Although the log file evaluation cannot conclusively determine the specific cause for the low speed operations and pump stoppages, these events appear consistent to a potentially compromised wire in the driveline. The patient remains ongoing on vad support using the ungrounded patient cables with no further related issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that system controller produced driveline disconnect alarms that were observed during review of the system controller history. The patient reported that the alarms occurred during sleep, and that the patient checked the driveline by opening the lock on the back of the system controller and pushing the red driveline release button. The patient assessed that the driveline was fully engaged, and confirmed that it was not disconnected from the system controller. The patient¿s system controller log file was reviewed by a representative of the manufacturer¿s technical services team and revealed pump stoppage events. The representative of the manufacturer¿s technical services found the x-rays unremarkable. On (B)(6) 2016, the manufacturer¿s technical services arrived onsite to perform a driveline evaluation. During the evaluation, the alarm was unable to be reproduced with manipulation of the external portion of the driveline, or with upper body movement. The patient was provided ungrounded power module patient cables and a power module. The patient had been utilizing a mobile power unit (mpu), and the mpu is not compatible with the ungrounded patient cable. The patient was asymptomatic. On (B)(6) 2016, it was reported that the patient had not received any additional alarms. The patient was to remain using ungrounded patient cables.